Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the unit is not delivering correct volumes. The customer reported that the unit was in use on patient, but there was no patient harm reported.